Manufacturer narrative:
D4: the diamondclean smart charger is an accessory to the diamondclean smart power toothbrush system. The charger device model, serial number were identified and updated during analysis. H4: device manufacture date was identified and updated during analysis. Analysis results: the root cause of the customer¿s complaint was a burned charger.

Manufacturer narrative:
Date of event is approximate. The device serial numbers or manufacturing number were not provided. Customer contact information, mailing address were not provided.

Event description:
The consumer reported that their diamondclean smart power toothbrush blew up and damaged the sink. No injury was reported.